Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was not labelling the first four beats on the presenting electrocardiogram (ECG). Review of the device memory by boston scientific technical services confirmed the missing markers at the beginning of the presenting ECG was likely related to marginal telemetry causing corruption of the markers. The missing markers are the result of corruption during communication between the s-ICD and the communicator. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.